Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
Customer reported a false positive result with aries sars-cov-2 assay. Repeat testing unknown and sample type unknown. Customer module a serial number is (B)(4) and module b serial number is (B)(4). 08/16/2021: tech support requested sample ID number from the discrepant run and support package. (B)(6) 2021: customer reported they do not have run data nor background information related to the discrepancy to send to tech support.